Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Overheating alarm has been reported. No harm reported.